Event description:
Aorta was characterized by an irregular shaped neck. Three-piece zenith device was implanted, noting the main body graft to have landed below the lowest renal artery as intended. Post placement angiogram observed a porximal type I endoleak at the proximal sealing stent of the main body graft. Another manufacturer's stent was deployed inside the first covered stent resolving the endoleak. Procedure was concluded with no further complications.